Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 5 years and 3 months post implantation of 23mm sapien xt valve, a 23mm sapien 3 valve was implanted. There was no gradient post implant. No complications during the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted as medical records were received and reviewed. The patient presented with worsening shortness of breath, and exacerbation of chf. An echo (tee) performed at 5 years and 3 months revealed severe stenosis with peak systolic velocity 4.3 m/sec. And an aortic valve area (ava) of 0.9cm2. The 23mm sapien 3 valve was successfully implanted inside the 23mm sapien xt valve with no complications or device malfunctions. A post-operative echo (tee) revealed no significant paravalvular aortic regurgitation with trivial pericardial effusion. The patient was discharged 2-days post procedure.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The valve remains implanted in the patient. In this case, the cause of the stenosis is unknown, however, may be due to the patients pre-existing valvular disease process, and/or the mechanisms described above. At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. Despite multiple attempts, no other information was forthcoming. If additional information is received a supplemental MDR will be submitted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.